Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient product ID 8709sc, serial# (B)(4), implanted: 2010-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient possibly had an inflammatory mass. The patient was having an MRI to rule out an inflammatory mass. The medication in the pump was morphine. No other information was provided. Additional information has been requested, but was not available as of the date of this report.